Event description:
Affiliate reported that the tube came off from "y" connector during drainage and the product needed to be replaced. Additional info from the affiliate explained that the catheter had been replaced as well.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.